Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box did not show any evidence of a now power event. The battery cap was able to secure properly and the pump powered on normally with the returned battery cap. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power issues occurring. The pump was opened and no internal defects were found. The complaint could not be confirmed or duplicated in investigation. Unrelated to the original complaint, investigation revealed the following: the display was dim and discolored; the battery compartment was cracked; the pump casing was cracked between the corner of the display lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.